Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a blood clot was drawn into the vizigo. When the qdot catheter was removed and the reverse blood was drawn through the side port of the vizigo short, resistance was felt. When they pulled strongly, blood clot and what appeared to be a piece of biological tissue were drawn in (soft tissue injury). The material was collected and sent for pathological examination. No additional intervention was provided. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve or resistance was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. During the irrigation test, no blood clot or biological tissue were observed, a device history record was performed for the finished device batch number, and no internal actions were identified. The clot and the patient event issues reported by the customer could not be confirmed; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the missing hemostatic valve issue identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported blood clot issue. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the h 6. Medical device problem code of appropriate term/code not available (a27) is used to represent patient event - non serious. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a blood clot was drawn into the vizigo. When the qdot catheter was removed and the reverse blood was drawn through the side port of the vizigo short, resistance was felt. When they pulled strongly, blood clot and what appeared to be a piece of biological tissue were drawn in (soft tissue injury). The material was collected and sent for pathological examination. No additional intervention was provided. No air entered the patient¿s body. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician's opinion on the cause of the soft tissue injury was probably the procedure. The physician mentioned the possibility that the sheath might have damaged the tissue but did not state it clearly. No error messages were present. No product problem noted. The patient was anticoagulated. Activated clotting time (act): 300 over. The soft tissue injury has been assessed as non-serious since no medical or surgical intervention was required. There was no indication that the event is life threatening. The event does not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization.

Manufacturer narrative:
On 24-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).